Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. It was unable to confirm the unexpected restart alarm due to unresponsive buttons. It also had corroded motor assembly, corroded electronic assembly and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. He also reported that the device was dropped in water; the device had a small crack around the battery compartment and fluid could be seen under the screen. Blood glucose value was 109 mg/dl. The customer was unable to check the alarm history due to the esc and act buttons not responding. He stated that a temporary basal was not programmed before the alarm and the device was not stored or not in use for an extended period of time. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.